Manufacturer narrative:
The reported observation of ipg pocket pain and rib stimulation cannot be confirmed through product testing alone. The associated device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. No cross chamber stimulation leakage was noted during the ate output leakage test step. A review of the ipg diagnostic logs did not note any discrepancies that would have contributed to the observation. All ipg system impedance measurements were within range during the ipg implant duration.

Event description:
Additional information was received stating the patient had proper coverage and wanted it explanted.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139433.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139433.

Event description:
It was reported that the patient was experiencing pocket pain and rib stimulation. The patient did have a history of frequent falls. Surgical intervention took place where the entire system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.